Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the small bowel were the resections performed? Can you please provide details such as a date or a timeline for the 4 separate leaks? Date of initial procedure and date when the leaks occurred for each. What were the indications for surgery? Did the patient receive any pre-op chemo or radiation? What color cartridges were used? How was the leak identified? What medical (medicine/antibiotics) or surgical intervention was required for the post-op leak? Staple form issue identified during care why does surgical believe the anastomotic leak was caused or contributed to by an alleged deficiency with the ethion device? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that following right side small bowel resections the patient developed an anastomotic leak within one week. The leaks were self resolved.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2022 additional information received: a gst60g pcee60a and tx60g and nslx137s were used the cases was performed in a 2-3 week period of last week in (B)(6) and the bleeding issue occurred 1-3 days post op and was resolved without any additional surgical interventions. As we had no real issues with taking significant blood flow that we had no areas of ischemia on both staple lines. There were no technical issues with the anastomosis. All staples formed well. There were no leaks . We gently pressed on the anastomosis. There were no succus or abnormality and all the staple lines were offset nicely with closing fire of a ta 60. This was gently placed back in the abdomen and it was covered with a portion of omentum. There were no concerns regarding the anastomosis. It had excellent blood supply and there was no evidence of any anastomotic issues or problems during this creation.